Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother reported patient experienced concern with the infusion set. Mother stated the patient experienced the tube detaching at the connection of the infusion set. No adverse event reported. Requested return of the alleged infusion set for evaluation.